Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Although the lens was not returned for evaluation, the debris/particle was reportedly returned to abbott medical optics, (B)(4) site for investigation. A white foam was received, upon a microscopic inspection, no white debris/particle was observed. Therefore, the reported complaint of white debris/particle could not be confirmed. Section has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was white particle on the intraocular lens (iol). The particle was removed and the lens was successfully implanted in the patient''s eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) remains implanted therefore a returned product evaluation could not be conducted. The manufacturing records for the iol were reviewed. The manufacturing process records were evaluated and the lenses were manufactured within specifications. The units were released according to specification. Visual inspection is completed at 100% for all lenses. The visual inspection specifications are defined and the lenses were within specifications and in compliance with the product intended use. A search on complaints related to production order revealed that no other complaints were identified under this production order. The manufacturing process record was evaluated and the lenses were manufactured within specifications. Based on the investigation, there was no indication of a product quality deficiency. The issue reported could not be verified. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed and states to open the peel pouch and remove the delivery system in a sterile environment, do not use the device if the pouch is damaged or the seal is broken. If the device is defective in any way, use another lens. The dfu adequately provides the customer with the instructions and precautions for the proper use and handling of the intraocular lenses and delivery system. All pertinent information available to abbott medical optics has been submitted.